Manufacturer narrative:
Immucor technical support could not use remote electronic connection method for assessment. On july 19, 2018, immucor pi performed a screen assay on returned sample (B)(6) with a galileo echo v.2 using retention capture-r ready screen lot r985. Controls performed as expected and the returned sample resulted negative with cell I and iii and 2+ positive with the k positive cell (cell ii). On july 16, 2018 an immucor field service engineer inspected the galileo echo v.2 instrument serial (B)(4) and performed the unexpected reaction checklist successfully. The only exception was that the peri-pump test volume was low. Peri-pump tubing replaced to resolve. The field service engineer then ran qc group and screen, followed by 4 patient samples using the group and screen assay with expected results. (B)(4).

Event description:
On july 15, 2018 a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo v.2 instrument on (B)(6) 2018.